Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 274mg/dl, 145mg/dl. Tests were done within 2 minutes with a difference of 55%. Pt did not experience any adverse events. No further info has been reported. Note - in the potential medical tab it stated per ccr that," at the end of the "ts", found out that code numbers does not match.